Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and six months later, computed tomography of abdomen and pelvis with contrast was performed which revealed inferior vena cava filter was in place. After three months, the patient had right upper quadrant abdominal pain, computed tomography of abdomen and pelvis without contrast was performed which showed inferior vena cava filter was visualized. After four months, computed tomography of abdomen without contrast was performed which showed inferior vena cava filter in place below the level of the renal veins with prongs extending outside of the confines of the inferior vena cava but not extending into any adjacent structures of consequence. After eleven months, computed tomography of abdomen and pelvis with contrast was performed which revealed there was an inferior vena cava filter unchanged in position adjacent to the right side of l4 below the level of the renal veins. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava and the filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,b7,d4 (expiry date: 05/2010), d10, g3, h6 (device, conclusion). H11: h6(method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately eleven years post filter deployment, patient presented with abdominal pain. CT revealed ivc filter in place. Approximately eleven years later, CT revealed ivc filter in place below the level of the renal veins with prongs extending outside of the confines of the ivc but not extending into any adjacent structures of consequence. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts perforated into organs and bleeding. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.